Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 110 mg/dl, 228 mg/dl, and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Na

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 110 mg/dl, 228 mg/dl, and 102 mg/dl. No adverse event reported. Requested return of based on device results.